Event description:
It was reported by service report that the bed lift was stuck in an elevated position. It is unk to the customer if there was pt involvement or if there were adverse consequences reported.

Manufacturer narrative:
Result: amp pins on cpu board for both foot end lift power and foot end lift sensor not making good contact. Head end lift power coil cable.